Manufacturer narrative:
Internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from back to back blood tests of 164, 201 and 359 mg/dl. Customer stated she is more concerned that the meter is reading erratic more than with high or low results. Customer is not sure what her expected range is, but would be concerned with fasting or non-fasting results between 140 - 170 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 147 mg/dl and 130 mg/dl using truemetrix air meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/22/2018 and open vial date is june 2017. The meter memory was reviewed for previous test result history: 229mg/dl (B)(6) 2017 12:57 pm fasting: no; 123mg/dl (B)(6) 2017 11:05 am fasting: yes; 116mg/dl (B)(6) 2017 12:54 am fasting: yes; 129mg/dl (B)(6) 2017 11:16 pm fasting: yes; 132mg/dl (B)(6) 2017 07:32 pm fasting: yes. Memory concerns:359mg/dl, 201mg/dl and 164mg/dl.

Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-62 - user had poor technique. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from back to back blood tests of 164, 201 and 359 mg/dl. Customer stated she is more concerned that the meter is reading erratic more than with high or low results. Customer is not sure what her expected range is, but would be concerned with fasting or non-fasting results between 140 - 170 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 147 mg/dl and 130 mg/dl using truemetrix air meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/22/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: the 229mg/dl (B)(6) 2017 12:57 pm fasting:no, the 123mg/dl (B)(6) 2017 11:05 am fasting:yes, the 116mg/dl (B)(6) 2017 12:54 am fasting:yes, the 129mg/dl (B)(6) 2017 11:16 pm fasting:yes, the 132mg/dl (B)(6) 2017 07:32 pm fasting:yes. Memory concerns:359mg/dl, 201mg/dl and 164mg/dl.